Event description:
It was reported that this right atrial (ra) lead was exhibiting low out of range measurements bellow 200 ohms. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).